Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an essential tremor patient had both their medtronic (mdt) batteries replaced with a non-mdt rechargeable battery. During this procedure, the mdt extension wires were tunneled across the chest to connect to the non-mdt rechargeable battery. Shortly after the battery replacement surgery, the system "stopped working". The patient was then brought back to the operating room (or) at another time to have the system integrity visually checked. It was found that the left mdt extension wire was not intact and appeared severed into two separate pieces. The left extension wire was subsequently replaced and reconnected to the non-mdt battery. The issue was resolved with the non-mdt battery remaining in use and connected to the mdt leads and extensions.